Event description:
The customer reported that the system had low kv error messages. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep duplicated the fault on high technique shots. He checked the generator batteries and found good voltage. The rep attempted a filament calibration, but it could not complete. He attempted a generator calibration but found that a signal was missing on the ma null adjustment. He replaced the filament driver, generator driver, igbt snubber, and hv supply regulator. The system operates as intended.